Event description:
The device was applied during a gastric bypass. Reportedly, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free and applied suture to complete the procedure. The hosp has reported no pt injury occurred.